Event description:
Healthcare professional (hcp) reported pt (pt) receiving hemodialysis treatment (tx) on 550 device. Hcp stated transmembrane pressure (tmp) reading on device was 0; however, hcp reported tmp was approximately 500. Ultrafiltrate controller (ufc) recorded more fluid removed than goal set. Pt reported cramping and hcp charted blood pressure to be decreased. Hcp administered 2 liters normal saline. Pt wt after tx was below goal set. Pt wt pre-tx was 80.3, goal to be removed was 1.5 kg, post wt was 78.1 kg. Other treatment parameters were as follows: blood flow rate 400, dialysate flow rate 540, length of tx 4 hours. As of 12/23/99, hcp reported pt is doing fine.